Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("device breakage"), device expulsion ("migration of essure device (protruding into uterus)/malposition of essure (not all the way in)"), uterine perforation ("perforation (uterus)"), genital haemorrhage ("abnormal bleeding (general)") and endometritis ("endometritis") in a 41-year-old female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included acetylsalicylic acid (aspirin) from (B)(6) to (B)(6) and citalopram. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), post-traumatic stress disorder ("post traumatic stress disorder"), dermatitis allergic ("ultra sensitive") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection") and kidney infection ("kidney infection"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and dyspepsia ("heart burn"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with antibiotics, ciprofloxacin (cipro), promethazine hydrochloride, pethidine hydrochloride (demerol), misoprostol (cytotec), doxycycline hyclate (doxycyclin [doxycycline hyclate]), norlestrin fe (microgestin fe), misoprostol, surgery (total hysterectomy with bilateral salpingectomy, successfully removal of essure devices), surgery ((B)(6) 2017 ¿ partial hysterectomy, oophorectomy, salpingectomy), surgery ((B)(6) 2017 ¿ partial hysterectomy, oophorectomy, salpingectomy) and surgery ((B)(6) 2017 ¿ partial hysterectomy, oophorectomy, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved, the device breakage, device expulsion, alopecia, vaginal haemorrhage, fatigue, dyspepsia, urinary tract infection, kidney infection, headache, nausea, allergy to metals, post-traumatic stress disorder, dermatitis allergic and weight increased had not resolved and the endometritis outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, endometritis, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications, with the essure device. It was observed five trailing coils were within her right ostia and six trailing coils were within the left ostia. Since the essure removal surgery all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical records:endometritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), device breakage ("device breakage"), device expulsion ("migration of essure device (protruding into uterus)/malposition of essure (not all the way in)"), uterine perforation ("perforation (uterus)"), genital haemorrhage ("abnormal bleeding (general)") and endometritis ("endometritis") in a 41-year-old female patient who had essure (batch no. B09707) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concomitant products included acetylsalicylic acid (aspirin) and citalopram. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headache"), nausea ("nausea"), allergy to metals ("nickel allergy"), post-traumatic stress disorder ("post traumatic stress disorder"), dermatitis allergic ("ultra sensitive") and weight increased ("weight gain"). On (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection") and kidney infection ("kidney infection"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and dyspepsia ("heart burn"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), back pain ("severe back pain") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with antibiotics, ciprofloxacin (cipro), promethazine hydrochloride, pethidine hydrochloride (demerol), misoprostol (cytotec), doxycycline hyclate (doxycyclin [doxycycline hyclate]), norlestrin fe (microgestin fe), misoprostol, surgery (total hysterectomy with bilateral salpingectomy, successfully removal of essure devices), surgery ((B)(6) 2017 ¿ partial hysterectomy, oophorectomy, salpingectomy), surgery ((B)(6) 2017 ¿ partial hysterectomy, oophorectomy, salpingectomy) and surgery ((B)(6) 2017 ¿ partial hysterectomy, oophorectomy, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine and vaginal discharge had resolved, the device breakage, device expulsion, alopecia, vaginal haemorrhage, fatigue, dyspepsia, urinary tract infection, kidney infection, headache, nausea, allergy to metals, post-traumatic stress disorder, dermatitis allergic and weight increased had not resolved and the endometritis outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, endometritis, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, post-traumatic stress disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure was successfully implanted, without complications, with the essure device. It was observed five trailing coils were within her right ostia and six trailing coils were within the left ostia. Since the essure removal surgery all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded concerning the injuries reported in this case, the following one/ones were reported via medical records:endometritis most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics added. Essure indication and stop date updated and lot number added. New events abnormal bleeding (general), abnormal bleeding (vaginal), device breakage, fatigue, heart burn, infection (urinary tract infection), infection (kidney infection), malposition of essure (not all the way in)/ migration of essure device (protruding into uterus), perforation (uterus), headaches, nausea, nickel allergy, post traumatic stress disorder, ultra sensitive, weight gain were added. Treatment drug added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy, successfully removal of essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications, with the essure device. It was observed five trailing coils were within her right ostia and six trailing coils were within the left ostia. Since the essure removal surgery all her symptoms have resolved and she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2013: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.